Event description:
The pt was implanted with a smooth saline on 10/10/94, subsequently it was noted that the pt developed an infection and seroma in her right breast and the prosthesis was removed on 9/12/97.